Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6), 2023 a 18mm amplatzer septal occluder (lot: 8895820) was chosen for implantation into an atrial septal defect (asd) utilizing a 9f amplatzer trevisio delivery system. During deployment, a cobra shaped deformation formed. The device was removed and a replacement 20mm amplatzer septal occluder (lot: 8909018) was then attempted to be deployed but another cobra deformation occurred. A third non-abbott 18mm device was then used to complete the procedure successfully. There were no reported adverse patient effects. The patient remained hemodynamically stable throughout the procedure. There was no interaction with cardiac structures and no kink or angulation in the delivery system. There was reportedly a delay occurred that resulted in no patient effects. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional amplatzer septal occluder mentioned in b5 will be filed under a separate medwatch report.